Event description:
It was reported that during an unknown procedure, the vessel was cut. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2025. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver a scissored clip which cut the structure? Did the device deliver a properly formed clip which cut the structure? Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? How was the bleeding controlled? Did the patient need to have a blood transfusion? If yes, for the blood transfusion, how much blood did the patient require? What is the current status of the patient? Did the patient need any different type of post op care due to the bleeding/oozing?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2025. Additional information was requested and the following was obtained: "did the device deliver a scissored clip which cut the structure? We¿re not sure about this, we only know that the clip was delivered and bleeding occurred. It didn¿t clamp the vessel and the applicator wouldn¿t deliver another clip afterwards. Did the device deliver a properly formed clip which cut the structure? Again, not sure as above. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? It wasn¿t this one. How was the bleeding controlled? Did the patient need to have a blood transfusion? If yes, for the blood transfusion, how much blood did the patient require? Suction was applied and another ligaclip opened and applied. No blood transfusion given. What is the current status of the patient? Patient has gone home. Did the patient need any different type of post op care due to the bleeding/oozing? No".